Manufacturer narrative:
This report is for an unknown cable/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while using the cable crimper during a procedure the wire from the crimper was engaged around the bone and the wire broke in half. There were no fragments generated. The hospital did not have a back-up crimper. The procedure was complete using surgical vice pliers and replaced with a non-synthes suture. Surgical delay is unknown. Patient status is unknown. This report is for an unknown cable. This is report 2 of 2 for (B)(4).